Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep states "it¿s my understanding that it was just for a card and no complaint thanks".

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-marksman, (lot: unknown); implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline embolization device measuring 4.25 x 35 mm was loaded into the marksman microcatheter. It was carefully deployed under biplane fluoroscopic surveillance. After deployment, the distal portion of the device of the device was not fully open. The marksman microcatheter was advanced into it, and used to bump and open portion of the device. Approximately 50% stenosis remained after this maneuver. Additionally, the proximal end of the device did not appear to be fully apposed to the internal carotid artery proximal to the aneurysm neck. The marksman was similarly used to bump the proximal end of the pipeline in order to better oppose the device. The marksman microcatheter was advanced distal cervical left ica and used to recapture the distal introducer wire for the pipeline embolization device. After removing the introducer wire, a second 4.5 x 35 mm pipeline embolization devices introduced into the marksman microcatheter and deployed under fluoroscopic guidance.